Event description:
Following lasik surgery, this pt exhibited a decrease of 2 lines bcva in the left eye at the 1-week post-operative visit. The pt was also over corrected in this eye by 2:00 diopters. No further info is available.